Event description:
The device was used during an esophagectomy procedure. Reportedly, the instrument did not fire and the anvil disengaged. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.